Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was explanted due to infection and sterilized. At the time of implant the helix would not extend so the physician elected to use a new lead which was implanted successfully. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The reported events were infection and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed after cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.

Event description:
New information notes device will not be returned.